Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not fire. The customer could not provide any additional information about problem. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Date sent: 03/29/2010. Broken advancer. Evaluation summary: the analysis results found that the device was received with one jaw and cam ramp disengaged. This condition would not allow the jaws to collapse in order to form the clips. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. When testing the device for functionality, the tip of the advancer was found to be broken and missing. The device ejected the remaining clips due the found conditions. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. Finally, the device locked out as intended, but the orange was not visible. A batch record review performed and no anomalies were found during the manufacturing process.